Event description:
A piece of metal broke off of a rod bender. The physician noticed the instrument was chipped and staff was unable to find broken piece of instrument. An intraoperative c-arm was used to see if the broken piece of instrument fell into the surgical wound. The surgical team discussed having a wet read performed so that radiologist could determine that the wound is free of any foreign objects. The physician agreed and a verbal order was entered for an abdominal and chest x-ray. The nstrument was sent to sterile processing department (spd) for proper cleaning and given to department manager.